Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2010: (B)(6) hospital. (B)(6) md. History and physical. Admission diagnoses: complex right adnexal mass of unclear etiology. Vaginal spotting. Vaginal granulation tissue, status post total abdominal hysterectomy. Ventral hernia. History: hysterectomy (B)(6) 2009, no problems postoperatively. Seen in office for annual exam around (B)(6) 2010. Pt was noted to have large protrusion to right of the midline, just below umbilicus, thought to be consistent with ventral hernia. This did appear to correspond more so with prior drain site incision just above her prior pfannenstiel incision (the site of her 2 cesarean sections and hysterectomy). Patient sent for CT of the abdomen and pelvis to evaluate ventral hernia. Patient noted to have large ventral hernia, measuring approximately 3 cm with the herniated portion approximately 3 x 7 cm. She will be seen by dr. (B)(6) for evaluation and possible surgical management. Given size of ovarian cyst and right adnexal mass and in light of the fact the patient will was going to require a ventral hernia repair at some point most likely with the use of mesh, there was some concern that the cyst may require surgical management to avoid need for return to or at future date for removal of the ovarian cyst in the presence of a large ventral mesh placement following this hernia repair. Decision was made in coordination with dr. (B)(6) to consider simultaneous excision of the right adnexal mass as well as the ventral hernia repair and mesh placement. Hospitalizations and surgeries: (B)(6) 2009, tah [total abdominal hysterectomy] and adhesiolysis. (B)(6) 2007, hysteroscopy, dilatation and curettage, and attempted novasure ablation. Colposcopy and cervical biopsies. 1987, primary low transverse cesarean section. 1990, repeat cesarean section, develop an abdominal incision abscess 2 days post and was readmitted for IV antibiotic therapy, did require some type of incision and drainage of that site. It is felt that this hernia most likely represents the site of that abdominal abscess. It does appear to be just above her pfannenstiel incision and slightly to the right of the midline. 1996, dilatation and curettage for spontaneous incomplete abortion. Patient had at least 2 cervical conizations, dates are unclear. She does not smoke. Weight 272 pounds. Height 5 feet 8 inches. Examination: abdomen; obese, large ventral hernia noted to right of the midline, just below the umbilicus and above previous pfannenstiel incision. Area does appear to be readily reducible and consistent with a ventral hernia. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnoses: complex right adnexal mass of unclear etiology. Vaginal spotting. Vaginal granulation tissue. Ventral hernia. Postoperative diagnoses: complex right adnexal mass of unclear etiology. Vaginal spotting. Vaginal granulation tissue. Ventral hernia. Procedures performed: examination under anesthesia. Laparoscopic adhesiolysis. Right salpingo-oophorectomy. Anesthesia: general with endotracheal tube. Findings: ¿at examination under anesthesia, the patient was noted to have a large ventral hernia to the right of midline. On bimanual exam, the adnexa was noted to be slightly full on the right adnexa, but not readily appreciated due to the large ventral hernia. Also, on speculum examination under anesthesia, was a small nodule of granulation tissue noted in the top of the vaginal cuff. It did not appear to be particularly friable. At laparoscopy, there was a large amount of omentum adherent to the anterior abdominal wall in the area of the previously noted large ventral hernia. The left tube and ovary were adherent to the sidewall and the pelvic floor, but did appear to be grossly normal after some adhesiolysis was performed. The right adnexa, there was a 5 by about 4.5 cm complex, bilobed mass off the right ovary. The right tube and ovary was significantly adherent to the pelvic side wall and the pelvic floor. There was serous, straw-colored fluid that was expressed from the cystic mass on. There were some other dense and filmy adhesions noted throughout the pelvis, but grossly overall unremarkable.¿ complications: none, although the procedure was technically difficult due to the extent of the adhesions. Specimens: right tube and ovary. Technical description of the surgery: ¿the patient was taken to the operating room and placed on the table in the supine position. After the induction of general anesthesia, the patient was placed in the dorsal lithotomy position and underwent examination under anesthesia, followed by the usual sterile prep and drape for laparoscopy, possible laparotomy. The speculum was placed in the vaginal vault, and a very small area of granulation tissue, a dot, really, of granulation tissue was noted in the tip of the vaginal cuff. It did not appear to be friable upon initial contact, but with further manipulation and application of silver nitrate, there was some bleeding noted from this area, and hemostasis was observed. The speculum was then removed at which time a bulb was placed in the vaginal vault for identification purposes. At this time, attention was turned to the abdominal cavity. Again, a very large ventral hernia was noted just below the umbilicus and slightly to the right of midline, extending down just above the pfannenstiel incision area. A supraumbilical incision was made with a scalpel. The veress needle was applied and pneumoperitoneum was obtained without difficulty. The trocar was inserted under direct visualization without difficulty, at which time, upon entering the abdominal cavity, the omentum was noted to be significantly adherent across the midportion of the abdomen, particularly on the right and into the large defect on the anterior abdominal wall. A second trocar site was placed in the left lower quadrant under direct visualization. This was followed by a third trocar site placed in the right lower quadrant, again under direct visualization. Due to the large obstructing omentum in the midline, it was difficult to observe the pelvis initially. The camera was moved around in an attempt to work around the hernia and the adhesions involving the omentum and the hernia sac. After some maneuvering, and it was felt that the adhesions in the midline would have to be taken down prior to proceeding with the full evaluation of the pelvis. The right adnexa could be visualized, and some photographs were taken. The left adnexa, some adhesions were taken down initially to uncover the left adnexa. The left tube and ovary appeared to be relatively normal, and although involved with some adhesions, there was some identifiable normal anatomy there. At this time, due to the extensive adhesions noted and the limited mobility of the right adnexal mass, it was decided that the adhesions from the omentum to the anterior abdominal wall would be taken down. These were taken down by dr. (B)(6). Once the adhesiolysis of the omentum was performed, then the pelvis could be more readily visualized and accessed, at which time the right adnexa could be further evaluated. At this time, the ureter on the right side was identified relative to the infundibulopelvic [sic] ligament, and extensive adhesiolysis was undertaken. The right adnexa was noted to be with limited mobility and was adherent to the pelvic wall and the pelvic floor. Initially, it was thought that this may have been a paratubal cyst, but after some further adhesiolysis was performed and a portion of what appeared to be ovary was visualized, it was felt that the cyst was actually involving primarily the ovary, and a decision was made to remove the entire right adnexa due to the extent of involvement, as well as the extent of adhesions. At this time, an extensive adhesiolysis was undertaken to dissect the mass from the surrounding tissue. This was performed with metzenbaum scissors, again being careful to be aware of the course of the ureter, as well as the bowel that was nearby. Once the adhesiolysis was completed, which took approximately 45 minutes to an hour, the infundibulopelvic pelvic ligament could be dissected out. This pedicle was clamped, ligated, and transected using the gyrus pk cutting forceps. Several bites were required in order to complete this portion of the ligation. At this time, the mass was noted to be devascularized and was still significantly adherent to the pelvic sidewall. Upon further maneuvering of the mass during the adhesiolysis, the cyst was partially entered, at which time a moderate amount of serous, straw-colored fluid was noted. Further dissection was performed to free up the mass from all sides, leaving a large raw surface area. The endopouch was placed in the left lower quadrant 10 mm port, and the ovarian mass was placed in this and endopouch and removed intact. At this time, the attention was then turned back to the raw surface area, and meticulous hemostasis was undertaken. There were several bleeders noted over the dissection site. Hemostasis was achieved with the bovie, as well as a lyon pk cutting forceps. At this time, the pelvis was irrigated and inspected, both with and without the pneumoperitoneum several times to ensure proper hemostasis. At this time, the floseal foam was placed over the operative site, and this was followed application of interceed. The operative sites were once again checked, and hemostasis was found to be excellent. At this time, the gyn portion of the surgical procedure was completed. At the end of this procedure, there was approximately 100 cc blood loss estimated, and all instrument, sponge, and needle counts were correct. Dr. (B)(6) then returned to the or to start his portion of the ventral hernia repair with the ports and instruments remaining in place from the first portion of the surgery. Please refer to the dr. (B)(6) operative report for the remainder and completion of the surgical procedure and closure.¿ (B)(6) 2010: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: laparoscopic repair of incisional hernia with 19 x 15 cm gore-tex dual mesh plus. Assistant: (B)(6), rnfa. Anesthesia: general endotracheal. Brief history: ¿the patient is a 46-year-old woman who has had some gyn surgery in the past and developed a lower abdominal incisional hernia, which was mostly palpable on the right side just above her pfannenstiel incision. She also had a right-sided ovarian lesion which dr. (B)(6) has been following and would like to go ahead and remove laparoscopically. Dr. (B)(6) performed that procedure just prior to the incisional hernia repair. Once she was done with her procedure, we then went ahead with the laparoscopic incisional hernia repair, and that is the subject of this dictation.¿ findings: ¿the hernia was actually a few small defects in the lower abdominal midline. The sum total appeared to be a 6 x 2 cm hernia, which I had measured intra-abdominally with a ruler. Thus a 19 x 15 cm piece of mesh was used and oriented longitudinally to provide excellent overlap all the way around. The urinary bladder had to be taken down so as to avoid any injury with the pubic area transfascial sutures.¿ procedure: ¿the patient was already asleep on the operating table. I had come to dr. (B)(6) room earlier today for her to go ahead and proceed with the laparoscopic removal of the right ovarian mass. There were anterior wall adhesions. I took these down using blunt and sharp dissection. Some cautery was used. These were essentially all omentum. This showed us the hernia and created a bare anterior abdominal wall for later repair, as well as allowing dr. (B)(6) to go ahead with her procedure. Then the operation was turned back over to dr. (B)(6) , who completed the procedure and will dictate that in a separate dictation. I then returned to the operating room. At the previous procedure, a 5 mm port had been placed in the right mid abdomen. There was an 11 mm left lower quadrant port, a 5 mm camera port in the upper abdomen just to the right of midline, and then another 5 mm port in the right lower quadrant. These were sufficient for our purposes. Initially the hernia was measured, it was 6 x 3 cm. The abdominal wall was then decompressed and the outline of the hernia was drawn on the skin. With the size now known, a 19 x 15 cm piece of gore-tex dual mesh plus was chosen. It was placed over the abdominal wall skin and the area of the mesh marked on the skin. Then the anticipated initial transfascial suture sites were marked on the skin. We then introduced the mesh into the abdominal cavity and oriented it. The foley catheter was then inflated with 400 cc of saline to distend the bladder. The bladder was then taken down at its apex. There was some bleeding in the midline with this, and cautery was used. Some raw bladder surface area was cauterized as well. Eventually this was made hemostatic, but essentially this was the majority of her blood loss, which was about 50 cc. Once the bladder was down sufficiently, the initial granny suture was placed in the suprapubic position. The mesh had 4 ethibond sutures placed and had been placed in the abdomen. The ethibond were brought out the suprapubic area. Then the ethibonds were brought out through the lateral aspects. Finally, additional ethibond transfascial suture was brought out just above the umbilicus to complete the preliminary placement of the mesh. We checked the mesh and it appeared to be in good position. All sutures were tied down. We then brought the protac device. Using the protac, we secured the mesh to the anterior abdominal wall around its periphery primarily, as well as a few sutures in the mid portion of the mesh, avoiding of course the area of the hernia. Once the mesh was properly tacked with the protac device, we then went ahead with additional transfascial sutures. Using stab blade and granny suture passer, 0 ethibond transfascial sutures were placed about every 2-3 cm circumferentially around the outer aspect of the mesh. Once we had done this, there were now probably 10-12 transfascial sutures in position. We checked the bladder dissection area. It was dry. The pelvis was suctioned and was dry as well. The areas where dr. (B)(6) had worked before appeared to be satisfactory also. We then evacuated co2 and removed the trocar sleeves. Skin wounds were closed with subcuticular 4-0 monocryl skin suture. Dermabond glue and sterile transparent dressings were placed. Abdominal binder was placed. The patient was then awakened and taken to recovery in good condition. Estimated blood loss was 50 cc. Sponge and needle counts were correct x 2. No complications were noted. No specimens were submitted. (B)(6) 2010: (B)(6) hospital. Postoperative note. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 7069073. Exp. 2012/07. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial ((1dlmcp04 (B)(6)) was implanted during the procedure. (B)(6) 2010: (B)(6) hospital. (B)(6) md. Discharge summary. Date of admission: (B)(6) 2010. Date of discharge: (B)(6) 2010. Summary: patient 46-year-old admitted for surgery on (B)(6) 2010. She had 2 problems, 1 gyn and 1 general surgical. She had complex right ovarian mass, which was addressed by dr. (B)(6). Also an incisional hernia, which I managed. On (B)(6) 2010, she was taken to surgery. She had laparoscopic resection of right ovarian mass by dr. (B)(6). This was benign. Left ovary appeared normal, although there sere some adhesions to it as well. Following this procedure, the patient still asleep on the table. She underwent laparoscopic repair of incisional hernia by dr. (B)(6). This was completed with a 19 cm x 15 cm piece of gore-tex dualmesh plus. Postoperatively, pt was admitted. Pca pump for pain control. Was too uncomfortable on (B)(6) 2010 to be discharged; however was started on oral pain medication and pca was decreased. She was able to ambulate. She felt better, was off pca pump. Lortab made her queasy and was switched to ultracet for discharge, but was doing better and able to be discharged on (B)(6) 2010, postop day @3. Dr. (B)(6) saw her in the hospital as well and felt she was doing well from gyn standpoint. Discharge diagnoses: benign right ovarian cystic mass. Incisional hernia. Side effect, nausea with hydrocodone. Hypertension, controlled. Procedures: laparoscopic adhesiolysis and removal of right cystic ovarian [hand written; paratubal cyst with tubo-ovarian adhesions hydrosalpinx] mass on (B)(6) 2010 per dr. (B)(6). Laparoscopic repair of incisional hernia with gore-tex dualmesh plus on (B)(6) 2010 per dr. Lane. Discharge instructions: regular diet. Encourage ambulate three times a day. Follow up dr. (B)(6) in approximately 10 days. Condition on discharge: satisfactory. Records between (B)(6) 2010 and (B)(6) 2015 were not provided. (B)(6) 2015: (B)(6) hospital. (B)(6) md. History and physical. History: 2 cesarean sections, 1 in 1987 and 1 in 1990. Following c-section in 1990 she had a wound infection. Hysterectomy. 5 years ago had incisional hernia and on (B)(6) 2010 underwent laparoscopic repair with 19 x 15 cm gore-tex dualmesh plus. In recent months noticed some bulging and tenderness in suprapubic area. Was seen in office and an abdominal CT was done. She has recurrent hernias both above and below the mesh. Noted on exam as well as CT scan. After discussion and evaluation patient decided to proceed with retrorectus hernia repair with mesh done with an open approach and possibly transverses abdominis release. Morbid obesity. Hypertension. Gastroesophageal reflux. Weight 128.8 kg. Bmi 45.8. Examination: abdomen; shows easily palpable right lower quadrant mass, consistent with a hernia, and also a smaller supraumbilical herniated mass. Both easily palpable in the supine position. There is a surgical scar in the lower midline. Impression: recurrent incisional hernia following a laparoscopic repair with mesh 5 years ago. Pt agrees to go ahead with open repair, which will be done with retrorectus mesh placement. Posterior component separation or tar procedure may be needed as well. [Missing records: CT scan showing recurrent hernias both above and below the mesh. (B)(4).

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Medical records: ¿ the known medical records span (B)(6) 2009 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ records between (B)(6) 2010 and (B)(6) 2015 were not provided. Patient information: medical history: ¿ morbid obesity; ¿ (B)(6) 2010: 272 lbs., bmi 41.4; ¿ (B)(6) 2015: 283 lbs., bmi 45.8; ¿ smoking; ¿ hypertension; ¿ gastroesophageal reflux disease [gerd]; ¿ (B)(6) 2015: recurrent hernias. Surgical procedures: ¿ 1987: primary low transverse cesarean section ¿ 1990: repeat cesarean section. Developed abdominal incision abscess 2 days post-op and was readmitted for IV antibiotic therapy, did require some type of incision and drainage of that site. ¿ (B)(6) 2007: attempted novasure ablation. Failed due to extensive endometrial cavity adhesions. Endometrial cavity significant scarred down and novasure could not be performed. ¿ (B)(6) 2009: total abdominal hysterectomy and adhesiolysis ¿ (B)(6) 2010: laparoscopic adhesiolysis and right salpingo-oophorectomy. Laparoscopic repair of incisional hernia with gore-tex dual mesh plus. Anterior wall adhesions. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2015: repair of recurrent incisional hernia with soft prolene mesh; removal of previous gore-tex dual mesh plus; bilateral transversus abdominis myofascial release and advancement (transverse abdominis release posterior component separation). Implant: prolene mesh. Implant preoperative complaints: ¿ (B)(6) 2010: ¿seen in office for annual exam around (B)(6) 2010. Pt was noted to have large protrusion to right of the midline, just below umbilicus, thought to be consistent with ventral hernia. This did appear to correspond more so with prior drain site incision just above her prior pfannenstiel incision (the site of her 2 cesarean sections and hysterectomy).¿ ¿patient noted to have large ventral hernia, measuring approximately 3 cm with the herniated portion approximately 3 x 7 cm.¿ ¿given size of ovarian cyst and right adnexal mass and in light of the fact the patient will was going to require a ventral hernia repair at some point most likely with the use of mesh, there was some concern that the cyst may require surgical management to avoid need for return to or [operating room] at future date for removal of the ovarian cyst in the presence of a large ventral mesh placement following this hernia repair.¿ ¿hospitalizations and surgeries: 1990, repeat cesarean section, develop [sic] an abdominal incision abscess 2 days post and was readmitted for IV [intravenous] antibiotic therapy, did require some type of incision and drainage of that site. It is felt that this hernia most likely represents the site of that abdominal abscess. It does appear to be just above her pfannenstiel incision and slightly to the right of the midline. Examination: abdomen; obese, large ventral hernia noted to right of the midline, just below the umbilicus and above previous pfannenstiel incision. Area does appear to be readily reducible and consistent with a ventral hernia.¿ implant procedure: examination under anesthesia. Laparoscopic adhesiolysis. Right salpingo-oophorectomy. Laparoscopic repair of incisional hernia with 19 x 15 cm gore-tex dual mesh plus. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/7069073, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2010 [hospitalization (B)(6) 2010] ¿ wound classification: unknown ¿ findings [per dr. T., gyn.]: ¿at examination under anesthesia, the patient was noted to have a large ventral hernia to the right of midline. On bimanual exam, the adnexa was noted to be slightly full on the right adnexa, but not readily appreciated due to the large ventral hernia. Also, on speculum examination under anesthesia, was a small nodule of granulation tissue noted in the top of the vaginal cuff. It did not appear to be particularly friable. At laparoscopy, there was a large amount of omentum adherent to the anterior abdominal wall in the area of the previously noted large ventral hernia. The left tube and ovary were adherent to the sidewall and the pelvic floor, but did appear to be grossly normal after some adhesiolysis was performed. The right adnexa, there was a 5 by about 4.5 cm complex, bilobed mass off the right ovary. The right tube and ovary was significantly adherent to the pelvic side wall and the pelvic floor. There was serous, straw-colored fluid that was expressed from the cystic mass on. There were some other dense and filmy adhesions noted throughout the pelvis, but grossly overall unremarkable.¿ ¿ findings [per dr. L, general.]: ¿the hernia was actually a few small defects in the lower abdominal midline. The sum total appeared to be a 6 x 2 cm hernia, which I had measured intra-abdominally with a ruler. Thus a 19 x 15 cm piece of mesh was used and oriented longitudinally to provide excellent overlap all the way around.¿ ¿ description of hernia being treated [per dr. T., gyn]: ¿again, a very large ventral hernia was noted just below the umbilicus and slightly to the right of midline, extending down just above the pfannenstiel incision area. A supraumbilical incision was made with a scalpel. The veress needle was applied and pneumoperitoneum was obtained without difficulty. The trocar was inserted under direct visualization without difficulty, at which time, upon entering the abdominal cavity, the omentum was noted to be significantly adherent across the midportion of the abdomen, particularly on the right and into the large defect on the anterior abdominal wall. A second trocar site was placed in the left lower quadrant under direct visualization. This was followed by a third trocar site placed in the right lower quadrant, again under direct visualization. Due to the large obstructing omentum in the midline, it was difficult to observe the pelvis initially. The camera was moved around in an attempt to work around the hernia and the adhesions involving the omentum and the hernia sac. After some maneuvering, and it was felt that the adhesions in the midline would have to be taken down prior to proceeding with the full evaluation of the pelvis. The right adnexa could be visualized, and some photographs were taken. The left adnexa, some adhesions were taken down initially to uncover the left adnexa. The left tube and ovary appeared to be relatively normal, and although involved with some adhesions, there was some identifiable normal anatomy there. At this time, due to the extensive adhesions noted and the limited mobility of the right adnexal mass, it was decided that the adhesions from the omentum to the anterior abdominal wall would be taken down. These were taken down by dr. (B)(6). Once the adhesiolysis of the omentum was performed, then the pelvis could be more readily visualized and accessed, at which time the right adnexa could be further evaluated. At this time, the ureter on the right side was identified relative to the infundlbulopelvic [sic] ligament, and extensive adhesiolysis was undertaken. The right adnexa was noted to be with limited mobility and was adherent to the pelvic wall and the pelvic floor. Initially, it was thought that this may have been a paratubal cyst, but after some further adhesiolysis was performed and a portion of what appeared to be ovary was visualized, it was felt that the cyst was actually involving primarily the ovary, and a decision was made to remove the entire right adnexa due to the extent of involvement, as well as the extent of adhesions. At this time, an extensive adhesiolysis was undertaken to dissect the mass from the surrounding tissue. This was performed with metzenbaum scissors, again being careful to be aware of the course of the ureter, as well as the bowel that was nearby. Once the adhesiolysis was completed, which took approximately 45 minutes to an hour, the infundilbulopelvic pelvic ligament could be dissected out. This pedicle was clamped, ligated, and transected using the gyrus pk cutting forceps. Several bites were required in order to complete this portion of the ligation. At this time, the mass was noted to be devascularized and was still significantly adherent to the pelvic sidewall. Upon further maneuvering of the mass during the adhesiolysis, the cyst was partially entered, at which time a moderate amount of serous, straw-colored fluid was noted. Further dissection was performed to free up the mass from all sides, leaving a large raw surface area. The endopouch was placed in the left lower quadrant 10 mm port, and the ovarian mass was placed in this and endopouch and removed intact. At this time, the attention was then turned back to the raw surface area, and meticulous hemostasis was undertaken. There were several bleeders noted over the dissection site. Hemostasis was achieved with the bovie, as well as a lyon pk cutting forceps. At this time, the pelvis was irrigated and inspected, both with and without the pneumoperitoneum several times to ensure proper hemostasis. At this time, the floseal foam was placed over the operative site, and this was followed application of interceed. The operative sites were once again checked, and hemostasis was found to be excellent. At this time, the gyn portion of the surgical procedure was completed. At the end of this procedure, there was approximately 100 cc blood loss estimated, and all instrument, sponge, and needle counts were correct. Dr. L. Then returned to the or to start his portion of the ventral hernia repair with the ports and instruments remaining in place from the first portion of the surgery.¿ ¿ description of hernia being treated [per dr. (B)(6) general]: ¿the patient was already asleep on the operating table. I had come to dr. (B)(6) room earlier today for her to go ahead and proceed with the laparoscopic removal of the right ovarian mass. There were anterior wall adhesions. I took these down using blunt and sharp dissection. Some cautery was used. These were essentially all omentum. This showed us the hernia and created a bare anterior abdominal wall for later repair, as well as allowing dr. (B)(6). To go ahead with her procedure. Then the operation was turned back over to dr. (B)(6) who completed the procedure and will dictate that in a separate dictation. I then returned to the operating room. At the previous procedure, a 5 mm port had been placed in the right mid abdomen. There was an 11 mm left lower quadrant port, a 5 mm camera port in the upper abdomen just to the right of midline, and then another 5 mm port in the right lower quadrant. These were sufficient for our purposes. Initially the hernia was measured, it was 6 x 3 cm. The abdominal wall was then decompressed and the outline of the hernia was drawn on the skin.¿ ¿ implant size and fixation: ¿with the size now known, a 19 x 15 cm piece of gore-tex dual mesh plus was chosen. It was placed over the abdominal wall skin and the area of the mesh marked on the skin. Then the anticipated initial transfascial suture sites were marked on the skin. We then introduced the mesh into the abdominal cavity and oriented it. The foley catheter was then inflated with 400 cc of saline to distend the bladder. The bladder was then taken down at its apex. There was some bleeding in the midline with this, and cautery was used. Some raw bladder surface area was cauterized as well. Eventually this was made hemostatic, but essentially this was the majority of her blood loss, which was about 50 cc. Once the bladder was down sufficiently, the initial granny suture was placed in the suprapubic position. The mesh had had 4 ethibond sutures placed and had been placed in the abdomen. The ethibond were brought out the suprapubic area. Then the ethibonds were brought out through the lateral aspects. Finally, additional ethibond transfascial suture was brought out just above the umbilicus to complete the preliminary placement of the mesh. We checked the mesh and it appeared to be in good position. All sutures were tied down. We then brought the protac device. Using the protac, we secured the mesh to the anterior abdominal wall around its periphery primarily, as well as a few sutures in the mid portion of the mesh, avoiding of course the area of the hernia. Once the mesh was properly tacked with the protac device, we then went ahead with additional transfascial sutures. Using stab blade and granny suture passer, 0 ethibond transfascial sutures were placed about every 2-3 cm circumferentially around the outer aspect of the mesh. Once we had done this, there were now probably 10-12 transfascial sutures in position. We checked the bladder dissection area. It was dry. The pelvis was suctioned and was dry as well. The areas where dr. (B)(6) had worked before appeared to be satisfactory also.¿ ¿ (B)(6) 2010: discharge instructions: ¿follow up in approximately 10 days.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿following c-section in 1990 she had a wound infection. 5 years ago had incisional hernia and on 06/17/10 underwent laparoscopic repair with 19 x 15 cm gore-tex dual mesh plus. In recent months noticed some bulging and tenderness in suprapubic area. Was seen in office and an abdominal CT was done. She has recurrent hernias both above and below the mesh. Noted on exam as well as CT scan. After discussion and evaluation patient decided to proceed with retrorectus hernia repair with mesh done with an open approach and possibly transverses abdominis release. Examination: abdomen; shows easily palpable right lower quadrant mass, consistent with a hernia, and also a smaller supraumbilical herniated mass. Both easily palpable in the supine position. There is a surgical scar in the lower midline. Impression: recurrent incisional hernia following a laparoscopic repair with mesh 5 years ago. Pt agrees to go ahead with open repair, which will be done with retrorectus mesh placement. Posterior component separation or tar [transverse abdominis release] procedure may be needed as well.¿ explant procedure: repair of recurrent incisional hernia with soft prolene mesh; removal of previous gore-tex dual mesh plus; bilateral transversus abdominis myofascial release and advancement (tar [transverse abdominis release] posterior component separation). [Implant: prolene mesh]. Explant date: (B)(6) 2015 [hospitalization (B)(6) 2015]. ¿ wound classification: unknown. ¿ findings: ¿the lower abdominal hernia had come along the left side of the mesh in the suprapubic area. The upper abdominal hernia appeared to have possibly been from one of the transfascial suture sites in the upper midline as there was a small scar from the transfascial suture where this hernia occurred. There had been shrinkage of the mesh , which did not cover the transfascial suture site. The upper abdomen and the hernia had come around the mesh in the left suprapubic area. Then entire previous gore-tex dual mesh patch was removed. Not unexpectedly the posterior recuts fascia had to be repaired and this was done on each side using vicryl mesh. Soft prolene mesh was used for the retrorectus mesh placement and posterior component separation repair.¿ ¿ operative report: ¿ midline incision was made, which included both of the hernias. Each was easily palpable on the abdominal wall in a supine position. Dissection was carried down to the midline and to each of the hernia sacs. The hernia in the lower abdomen was opened 1st and dissected circumferentially. I tried to reduce the omentum that was chronically incarcerated in this hernia, but was unable to do so. I had to enlarge the hernia defect somewhat, but then was able to reduce the herniated contents. I placed a laparotomy sponge in the hernia defect to keep the omentum and other abdominal contents reduced. I then removed the hernia sac which was predominantly in the right subcutaneous tissue. This was sent as a specimen labeled lower abdominal hernia sac. From there, went up to the upper abdominal hernia. This was smaller and was in the position of scar from previous transfascial suture site. I did see the transfascial suture just below this and suspect that the mesh had shrunk and allowed this recurrence. I dissected around the hernia sac at its neck and then opened the hernia sac. The sac was then removed from the herniated contents and set as a specimen labeled upper abdominal hernia sac. I was able to reduce these herniated contents. I then placed a finger in the upper abdominal hernia and swept the abdominal contents off the mesh lying on the anterior surface of the abdominal wall. Once, I had accomplished this I then went ahead and opened the fascia and the mesh sharply between the two hernia defects. The abdominal wall was opened foley in this manner [sic]. I then took down adhesions to the anterior abdominal well [sic], both on the right and the left side so that the abdominal wall was mobile and not attached to any abdominal contents. From there, I then went ahead and removed the gore-tex dual mesh from each of the right and left sides as I had divided it opening the abdomen. I initially removed the metal tacks by unscrewing them when possible and removing them more forcefully with clamp when not able to be unscrewed . I then tried to keep the posterior rectus intact and dissect the gore-tex dual mesh off the posterior rectus fascia. This went well at everywhere except places that there were tacks or sutures more laterally. First, the left-sided core-tex dual mesh [sic] was removed completely. It was sent as a specimen labeled hernia mesh. I then changed sides and in similar fashion removed the gore-tex dual mesh plus from the patient¿s right side and sent it as a specimen. In both instances, I tried to minimize any injury to the posterior rectus fascia, but between the tacks and the transfascial sutures there were still holes present. Once the mesh had been removed, I inspected the area and achieved good homeostasis. I then started again on the patient¿s left side and developed a retrorectus plane. I developed this pretty much the length of the incision and then extended it this far laterally as the rectus abdominis muscle, but stopped short of the neurovascular bundle to the rectus muscle the lateral aspect. This was continued both cephalad and caudad, but in either instance that I broached the midline at this time. I then changed sides and repeated the process on the patient¿s right. Posterior rectus sheath plane was created and again there were some holes in it from the application of the previous laparoscopic mesh. Nonetheless, I was able to dissect laterally to the neurovascular bundle and then dissect cephalad and caudad. Once this was accomplished, I then placed some traction on the posterior rectus fascia in the cephalad orientation and continued the dissection dividing the posterior rectus fascia on each side up to the xiphoid process. I then stayed below the fascia so that there would be a complete connection without having 2 incisions at the midline linea alba. I continued this dissection up to the xiphoid process, but this was well above the upper aspect of the hernia and no additional dissection below the xiphoid was necessary. I then turned my attention to the caudal or pubic area of the dissection. In similar fashion, I placed traction on each of the edges of the peritoneum where the posterior recuts dissection had been taken place. I freed this and entered the retroperitoneal plane in the midline and then dissected well down beyond the pubic tubercle and the space of retzius. Once this was accomplished, I then repaired each of the posterior rectus fascia. This was done with vicryl mesh. I started with the patient¿s left side and sutured a piece of mesh to repair the several holes that existed. The tattered posterior rectus fascia was removed and replaced by the much more solid vicryl mesh. This process then proceeded, continued on the patient¿s left and both repairs went nicely. Nonetheless, it was clear that the hernia defects were not going to allow a midline closure of the posterior rectus fascia without additional release. I then went ahead and performed a transversus abdominis release on each side. I started toward the upper abdomen and divided down to the transversus abdominis. I then carefully dissected and divided deep to the transversus abdominis to start the release process. Once I had ample opening in the plane deep to the transversus abdominis, I was then able to use my finger to extend the dissection and complete the release both cephalad and caudad the length of the entire abdomen and wound. I then repeated the process on the patient¿s other side with transversus abdominis release. I went quite far laterally so that there would be ample retrorectus fascia to close. Once this was done, I then checked for hemostasis, which was quite adequate. I then closed the posterior rectus fascia with bidirectional running 0 pds suture. When this was completed, I then looked under all the retrorectus flaps and made sure there was ample room for the mesh. The soft prolene mesh was brought into the field and I initially placed almost the entire piece in the abdomen. From there, I brought it back out and cut edges that clearly needed some adjustment. This process was repeated a couple of more times until I was satisfied that the mesh would lay nicely and cover the anterior abdomen with excellent overlap in all directions reforming the tube of the abdominal trunk. With the mesh in good position, I then used cv-0 vicryl suture and placed 3 transfascial sutures one on both the right and the left side and then one in the upper midline. These were placed with the grainy suture passer. Each was tied down after placement and I rechecked and these were quite secure. No transfascial suture was necessary in the lower abdominal midline as the mesh went quite far in the space of retzius and retropubic plane. With the mesh not in place, I then placed a retrorectus 19-french blake drain. This was brought out through the right lower quadrant. It was sutured to the skin with 2-0 silk. I then closed the midline fascia with bidirectional running 0 pds suture. I then placed a 15-french blake drain and brought it out through the left upper quadrant. It lay over the fascial closure in the midline and also went into the space taken up by the lower abdominal hernia and hernia sac removal. With the subcutaneous drain now in place, I sutured it to the skin as well with 2-0 silk. From there, we then closed the skin with wide staples. Both drains were placed to bulb suction.¿ ¿ pathology report detailing analysis of the device removed during the 8/31/15 procedure was not provided. ¿ (B)(6) 2015: discharge summary. ¿wound appeared to be healing well. Does still have 1 jackson-pratt drain in the subcutaneous of the wound, which she will record output and bring record to office. Condition on discharge: satisfactory.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating ; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 7069073. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on august 31, 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.